Manufacturer narrative:
A.5 is unknown. The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that a broken air-filter occurred after four days after the impella cp was implanted and the purge pressure decreased. The impella cp was explanted and a new impella cp was implanted. No patient harm or injury noted.

Manufacturer narrative:
Based on the clinical account, the cause of the purge leak was sidearm filter damage. A crack in the air filter was found in the returned device. The cause of the sidearm filter damage was most likely due to ipa interaction.